Event description:
Two broken screws were discovered during a scheduled revision. The case was completed uneventfully. The intital surgery date could not be provided. It was noted that the patient had no complaints of pain prior to or after the surgery.